Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5178219.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited inappropriate anti tachycardia pacing due to far p wave over-sensing, resulting from lead fracture. Prior programming changes had been made to the lead when the fracture was noted. No intervention or adverse patient consequences were reported.